Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('could be seen protruding through the left fallopian tube, almost perforating tube') in a child female patient who had essure (batch no. 893029) inserted for female sterilisation. The patient's medical history included pelvic pain, dysmenorrhea and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: one coil appearing on the left side and 4 coils appearing on the right side after essure placement. Insertion date was updated- (B)(6) 2013 to (B)(6) 2012(mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the endometrial cavity pacifies normally. There is obstruction of the fallopian tubes. There is no spillage of contrast from either fallopian tube confirming closure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records-fallopian tube perforation. Most recent follow-up information incorporated above includes: on 21-may-2021: medical record received: reporter information, medical history, lot number , insertion date updated and lab data added. Event medical device removal updated with could be seen protruding through the left fallopian tube, almost perforating tube . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('could be seen protruding through the left fallopian tube, almost perforating tube') in a child female patient who had essure (batch no. 893029) inserted for female sterilisation. The patient's medical history included pelvic pain, dysmenorrhea and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: one coil appearing on the left side and 4 coils appearing on the right side after essure placement. Insertion date was updated- (B)(6) 2013 to (B)(6) 2012 (mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the endometrial cavity pacifies normally. There is obstruction of the fallopian tubes. There is no spillage of contrast from either fallopian tube confirming closure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records-fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a child female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a child female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.